Event description:
It was reported the patient was presented in clinic for follow-up. Loss of capture was noted on the rv lead. It was decided to re-implant the lead. During the procedure, the helix was not able to extend. The physician elected to explant and replace the rv lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.